Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no display. The event happened in the biomed service department during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'no display'. Visual inspection observed corrosion due to fluid damage to the liquid crystal display (lcd), input/ output and processor boards. The device was found irreparable due to the extent of the damage. Should additional relevant information become available, a supplemental report will be submitted.